Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted with resetting the pump and was instructed to call back if the malfunction code recurs. Customer acknowledged and understood the instructions, and was advised to continue using the pump.